Event description:
N/a.

Manufacturer narrative:
H6: component code: removed code 1528. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the cause of the reported clip caught in chordae and tissue injury were unable to be determined. The reported foreign body in patient was a cascading event of the reported clip caught in chordae. The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4+, prolapsed posterior leaflet, and small atrium. A mitraclip xtw was implanted without issues. A mitraclip nt was then inserted and advanced to the mitral valve. However, while positioning the clip, the clip became caught in the lateral commissure and could not be freed from chordae. Troubleshooting was performed but was not successful. Therefore, the clip was deployed where it was stuck in the lateral commissure without both leaflets. However, it was observed that a chordal rupture occurred. The procedure was completed with two clips implanted, reducing the mr to a grade of 3. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.